Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage to the lead.

Event description:
It was reported that the day after implant an atrial lead dislodgement was suspected and confirmed with an x-ray. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.